Manufacturer narrative:
An event regarding pain and loosening involving an femoral component was reported. The event was not confirmed. A visual, functional and dimensional inspection was not performed as the device was not returned. The provided medical information was submitted to a consulting clinician who deemed it insufficient to a perform a complete assessment but indicated that "a photocopy of a pre-revision ap x-ray of the left knee was provided. This shows the presence of a cemented medial unicondylar knee replacement. The femoral component is in expected position and appears well fixed. The all polyethylene component is thinned and there is demineralization and lucency¿s present consistent with lysis and component loosening. The knee has assumed a varus alignment.' Device history review was not performed as the lot ID is unknown. Complaint history review was not performed as the lot ID is unknown. The provided medical information was submitted to a consulting clinician who deemed it insufficient to a perform a complete assessment but indicated that the femoral component is in expected position and appears well fixed while the all polyethylene component is thinned and there is demineralization and lucency¿s present consistent with lysis and component loosening. Further information such as return of device, operative reports, x-rays, histapathology reports, patient history & follow-up notes are needed to investigate this event further and determine a root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
Company rep reported a left knee revision due to pain and loosening.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: unknown poly liner; cat# unk_jr ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Company rep reported a left knee revision due to pain and loosening.